Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer stated that it occurred while she was working out. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and a cracked reservoir tube window were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.